Event description:
It was reported that during a follow-up in clinic, non-sustained rv oversensing episodes were observed on the right ventricular channel. Patient was asymptomatic. Programming changes were made.